Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was ok. Customer was able to reload a cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device has been received for evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.